Event description:
There was no surgical delay. The procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 03.010.522-us. Lot # l330709. Manufacturing date: march 10, 2017 DHR review was performed for the finished device lot number and the production was according to the requirements and no non-conformance was identified. The material used was according to specification and within production there was no deviation detected. Visual inspection: combined hammer 500g (p/n: 03.010.522, lot #: l330709) was returned and received at us customer quality (cq). Upon visual inspection, it was observed the tig weld of the assembly was broken, which separated the shaft with handle and the hammer head. Rest of the device shows scratches/normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the complaint device. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to the design of the device. Document/specification review:(current and manufactured) combination hammer 500 gr hammerhead 500g shaft with silicone grip no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a hammer broke while being used for the case on (B)(6) 2021. No further information provided. This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 1 for complaint (B)(4).